Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2014, a patient was initially implanted with an afx bifurcated stent graft to treat an abdominal aortic aneurysm . Approximately , 1.5 years later , a type 3a leak was identified in the patient during an angiogram by dr. (B)(6) between the main body limb and the limb extension. A secondary procedure was performed on (B)(6) 2016. During the intervention , one 25-95 proximal extension (used as a limb extension) was used to fix the leak. No additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation, a type 3a endoleak is unconfirmed. Additional information include a sac growth (rcia and aorta). The most likely cause of the distal loss of seal was the reported hostile iliac anatomy. Procedure related harms and final patient disposition could not be determined due to the lack of the medical information surrounding the initial implant procedure and the secondary endovascular procedure. To date there has been no reports of further negative sequalae. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.